Event description:
Reporter alleged the customer received the result of 62 mg/dl on aviva system 1 compared back to back with a result of 242 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that just 90 minutes prior to obtaining the readings, the customer was given her normal 2 units of lantus insulin. Reporter also stated that the customer was given 2 units of humalog based on the 242 mg/dl result as it matched the way she was acting. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Our affiliate is reporting to us that the pt had a successful and uneventful acl repair with the use of a rigidfix 3.3mm femoral cross pin kit for fixation on (B)(6) 2010. Subsequently, it was somehow discerned that there was a problem and it was somehow decided that a re-surgery was in order. At some point, the pt underwent a re-operation. At this procedure, the surgeon removed a loose fragment which apparently had broken away from one of the fixation pins from the original surgery. This is all of the info made available to mitek to date. Questions out.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(4).